Event description:
It was reported that the patient was involved in a severe car crash and the mobile power unit was damaged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the mpu could not be found and was determined to be lost.

Manufacturer narrative:
Section d4: serial number previously provided is incorrect. Device serial number is unknown. Manufacturer's investigation conclusion: the reported event of damage to the mobile power unit (mpu) was not confirmed. The heartmate mobile power unit was not returned for analysis and no log files were submitted for review. Additional information communicated on (B)(6) 2022 indicated that there were no images of the damages and that the mpu was lost. The root cause of the reported damage was determined to be from a car crash, as stated in the reported event. Serial number not available. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.